Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. Based on the pictures provided from customer, it was confirmed that the lot number (8052930) reported under this complaint was manufactured with the previous packaging method which consist in a manual count od f the quantity of pieces per box, therefore the probability to omit a missing component could occur. As part of this investigation it was noted that the current method has an improvement action which consist in the implementation of a weighing system capable to detect missing components. Additionally, as per complaint information provided it was noticed that the source information was a distributor, where the probability to cause this issue also could happened due non-controlled partial sales or repackaging process. Based on information provided was not possible determine the root cause like a failure mode related to the manufacturing process, due to there were not enough information to confirm if this issue was generated for the distribution (partial sales) or during the manufacturing process.

Event description:
It was reported that three sharps coll can 22.7l yel 1102 vent cap were missing their lids.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that three sharps coll can 22.7l yel 1102 vent cap were missing their lids.